Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. An 0x40, rotational sensor maximum open count exceeded, hazard alarm in tandem with high pulse widths and a failure of the rotational sensor to transition indicating a drive stall at the end of pod operation. Inspection of the drive mechanism found no damages or deficiencies that would contribute to the observed hazard alarm. The exact cause of the alarm, high pulse widths, and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. In addition the patient reports the pods cannula was bent.